Event description:
Attached to the original is the perfusion record received from the pall regional representative who, in turn received it from the hospital. The event description was not written out iadequate form for data entry.(see original/hard copy).